Event description:
The customer reported that the system failed to properly save and recall patient image data. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system software was tested and found to be working as intended and returned to service.